Event description:
It was reported during a procedure to address the patient's leads migrating (reference MFR report: 3008829311-2017-01014 and MFR report: 3008829311-2017-01015) the physician was unable to remove the lead located at the l3 vertebral location. The physician opted to cut the lead tail and leave the distal end implanted.